Event description:
The report from the affiliate indicated that: a pt was undergoing a procedure on the lmt through the prox and mid lad. Vessel diameter was 3.5mm, and stenosis was 50% at the lmt and 100% at the mid lad. The lesion was a type c de novo, 45mm, eccentric, bifurcated, ostial, flexion lesion. A cypher (2.5/28mm) was implanted at 16atm for 30 seconds. A second cypher (3.5/23mm) was implanted proximally at 18atm for 30 seconds over lapping the initially implanted cypher. During this procedure, a lcx lesion was treated with poba and a dissection occurred that was related to the poba balloon only. Ivus was conducted. Timi flow before the procedure was 1 and 3 after the procedure. Three weeks later, the pt developed breathing difficulty and was brought to the hospital emergently. A chest x-ray revealed lung congestion. The pt was put on a respirator, but his heart rate declined. Atropine sulfate, epinehrine, and dopamine hydrochloride were administered, but the pt died. Per physician, the cause of death was acute heart failure due to left cardiac depression.

Manufacturer narrative:
Index: pre-dilation was conducted with a balloon (2.5/20mm) at 10atm for 30 seconds. Post-dilation was conducted on the distal cypher with a balloon (3.5/23mm) at 18atm for 30 seconds. The proximal cypher was not post-dilated. There is no information available on the lcx. Residual stenosis was 0%. Act was not measured. Preprocedure and discharge medications were aspirin 100mg/day and ticlid 200mg/day, and the intraprocedure medication was heparin 5,000 units. Additional information indicated that it was unk if the pt had an mi prior to the index procedure. Event: per reporter, the physician does not associate the cypher with the thrombotic event: the physician thought the cause of the event was no-flow in the lcx. It is unk how far into the lad the thrombus extended. Physician's comment: "cag was not conducted so can not fully eliminate the possibility of a thrombotic event, but because the stent was implanted in the lmt and usually after a heart failure the pt recovers, but this time the pt deceased suddenly so suspected a thrombotic event. The possible cause of the thrombotic event was because there was lesion in the left cx, poba (balloon used unk) was conducted, but during the procedure dissection occurred and poba was conducted for treatment. There was no flow after that, which led to cardiac failure, which probably led to the thrombotic event in the lmt - lad." This is one of two products used during the procedure or involved with this adverse event, which is associated with MFR report # 9616099-2006-00649. The product is not available for evaluation and testing